Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) channel, which was believed to be caused by electromagnetic interference (emi). This device also recorded an event of atrial tachy response (atr). At this time, this pacemaker system remains in service and there was no adverse patient effects reported.